Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported through regulatory agency "rupture with intracapsular diffusion", "periprosthetic shell stage 2: the breast is hard, but retains a normal appearance" and "double envelope shell". This record is for the left side. The device was explanted.